Event description:
During a pulsed field ablation atrial fibrillation procedure, air aspirated from the agilis sheath after the volt catheter was inserted. Then the dilator was inserted into the agilis. The agilis sheath was replaced and the procedure was completed with no adverse consequences to the patient.